Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no complaint reported event. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil, caused by friction to the device can, located proximal to the cut end of the lead. All other anomalies found on the lead consistent with procedural damage.